Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for an magnetic resonance imaging on (B)(6)2018. Before the patient underwent the MRI, he mentioned that he had an implantable cardioverter defibrillator. They stopped the MRI and the patient left the facility. The patient then noticed the device vibrating and came into clinic. Device interrogation revealed that the ICD was in backup vvi. The device was reprogrammed and the issue was resolved. Patient was asymptomatic.